Event description:
It was reported by service report that the units height adjustment racks were bent. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Results: height adjustment rack.